Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac arrest. The right ventricular (rv) lead exhibited intermittent undersensing. The right atrial (ra) lead exhibited high threshold, intermittent oversensing, far field r-wave (ffrw) oversensing and intermittent undersensing. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.